Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead indicated high impedance in the initial placement position. The lead was moved to a second location but the helix was slow to deploy and retract. The lead was removed and a new lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis of the lead indicated the distal conductor of the lead became extrinsically fractured due to over-rotation. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. Helix extension does not function due to distal fracture from over-rotation of the is-1 pin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.